Manufacturer narrative:
The MDR follow-up #1 was submitted with the incorrect manufacturer report number 2112667-2017-02339. This MDR follow-up is being submitted with the correct number 2112667-2017-02244. Other text: the MDR follow-up #1 was submitted with the incorrect manufacturer report number 2112667-2017-02339. This MDR follow-up is being submitted with the correct number 2112667-2017-02244.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The intake and output pressure sensors were replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit stopped ventilating while in use on a patient. There was no report of patient injury.